Manufacturer narrative:
On 21-feb-2023, mentor became aware that the suspect medical device is a mcghan breast prosthesis. Mentor will submit no more reports for this event because the device was manufactured by another manufacturer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old caucasian female patient underwent a breast augmentation revision procedure with unspecified mentor gel breast prostheses that both ruptured post implantation. Additionally, the patient developed baker grade ii capsular contracture in both breasts post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2023. This medwatch report is for the patient¿s right breast prosthesis.